Event description:
Title: perioperative complications of laparoscopic mesh repair for inguinal hernia: a prospective observational study from a tertiary centre in kashmir. This prospective observational study evaluated the incidence and pattern of complications following laparoscopic inguinal hernia repair in a high-volume tertiary care centre in kashmir. Fifty-six male patients (mean age 56.25 plus or minus 13.56 years) underwent laparoscopic inguinal hernia repair using prolene (ethicon inc., a johnson and johnson company, cincinnati, ohio, USA); parietene (medtronic, minneapolis, minnesota, USA); prolene light and ultrapro advanced (ethicon inc., a johnson and johnson company, cincinnati, ohio, USA) _ all 7.5 cm 15 cm in size or three dimensional {3d} dextile anatomical mesh (medtronic, minneapolis, minnesota, USA). Reported complications are: prolene prolene light ultrapro advanced. N=? Pain treatment: not reported. N=? Urinary retention treatment: not reported. N=? Port-site infection treatment: not reported. N=? Seroma treatment: not reported. N=? Mesh infection treatment: explantation. In conclusion, laparoscopic mesh repair using tapp, tep or e-tep is safe, with minimal pain, short hospitalisation and low complication rates. Optimisation of comorbidities and mesh selection may further enhance outcomes.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: j minim access surg. 2026 jun 5. Https://doi.org/10.4103/jmas.jmas_15_26 epub ahead of print. Pmid: 42262809.